Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that prior to use the protective cap comes off leaving needle exposed with a bd microtainer® quikheel¿ lancet. The following information was provided by the initial reporter: a stick injury was caused when the blade from a quickheel lancet came out when the button had not been pressed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use the protective cap comes off leaving needle exposed with a bd microtainer® quikheel¿ lancet. The following information was provided by the initial reporter: a stick injury was caused when the blade from a quickheel lancet came out when the button had not been pressed.